Manufacturer narrative:
E1: reporter institution phone number: (B)(6). E1: reporter phone number: (B)(6). A philips remote service engineer (rse) interviewed the customer, and they confirmed the alleged malfunction. The rse dispatched a field service engineer (fse) onsite to further investigate. It was confirmed there was no sound coming from the speaker. The device's internal speaker was replaced and the device returned to working specification. No further investigation or action is warranted at this time.

Event description:
It was reported there was a speaker malfunction. Good faith efforts (gfe) confirmed there was no sound coming from the speakers and the device was not in use on patient at time of event, there was no adverse event reported.